Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room and hospitalized due to hyperglycemia and hyperkalemia on (B)(6) 2020. The customer¿s blood glucose level was 650 mg/dl at time of incident. Another blood glucose level was 200 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip. The customer stated that the symptoms related to high blood glucose such as body aches and chills. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer alleged that insulin pump was under delivering. Customer stated that they performed high pressure test and insulin pump did not pass it. Infusion set had air bubble in it. The insulin pump will be returned for analysis. The reservoir will not return for the analysis.